Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035 sheath: cordis 5f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the body components, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported failure to achieve hemostasis. Based on the inspection criteria and the analysis of the returned components the reported failure to achieve hemostasis with the suture could not be confirmed and probable cause could be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint handling database was performed and there have been no other previous incidents reported for device operates differently that expected/hemostasis. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after an iliac angioplasty procedure. Reportedly, all deployment steps were completed including tying the knot, however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.